Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 day post implant of this 32mm mitral annuloplasty ring, the device was explanted and replaced with a 31mm mitral bioprosthetic valve for as the ring did not fully repair the patients native valve. No additional adverse patient effects were reported.